Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced low blood glucose level event on 02-feb-2026. The blood glucose level was 60 mg/dl. The patient managed with sugar tablets. No further information available.